Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right atrial (ra) lead exhibited under-sensing. The physician programmed the ra lead off on (B)(6) 2022. The patient was in stable condition.